Manufacturer narrative:
Estimated based off publication date of article (march 24th, 2020) literature citation: goel m. Et al., (march 24th, 2020). Cardioembolic stroke in a patient with left atrial appendage occluder: a therapeutic dilemma. Jacc, vol. 75 (issue 11), page 3254.

Event description:
It was reported via literature article that stroke occurred. A left atrial appendage closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified time, post-implant, the patient presented with sudden onset right sided weakness with slowed speech. Magnetic resonance imaging (MRI) of the brain showed focus of acute infarct in the right frontal white matter close to the vertex and in the left internal capsule along with a focus of acute ischemia in the left basal ganglia. Transesophageal echocardiogram was negative for left atrial appendage leak or thrombus. Computed tomography angiogram of the neck showed approximately 63% stenosis of left proximal internal carotid artery. Since the cardioembolic source could not be ruled out in the setting of multiple infarcts seen on the brain MRI, it was decided to start the patient on low dose apixaban to prevent recurrent stroke.